Event description:
Patient underwent placement of a left breast silicone implant becuase of signigicant congential asymmetry of the breast (poland's syndrome). Recent MRI described both an intracapsular & extracaps ular rupture of the retromusclar left breast prosthesis, along with possible breast lesions. In 2004 patient underwent surgery. Left & right breast biopsy; explantation of ruptured left silicone implant: total capsulectomy; and reinsertion of saline implant, left breast. Post-op diagnosis included ruptured breast implant capsular contracture of left breast implant.